Event description:
The customer reported that the 840 ventilator is inoperable. No patient involvement. The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) pcb. The unit passed extended self-testing.